Event description:
Reporter indicated that vns patient passed away during a scoliosis surgery on their back. It was reported that the patient's device was programmed to "off" prior to the surgery and that the death does not appear to be related to the ncp system. The cause of death was reported as cardiac arrest. There is no evidence at this time that the ncp system caused or contributed to the reported event.